Event description:
New information reported stated that on (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in good condition post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture in all vectors. A chest x-ray was performed which revealed that the lead had dislodged. The device was reprogrammed and a lead revision would be scheduled. The patient was in stable condition. No additional information was available at this time.